Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread broke during surgery.

Manufacturer narrative:
Samples received: 8 closed units. Analysis and results: there are no previous complaints of the involved batch. 2,772 units of this product were manufactured and distributed in the market. There are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. When we made rotation test on closed samples received, we have noticed that thread breaks easily next to needle (in one of the units). Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled b. Braun surgical requirements. Final conclusion: taking into account that the results of closed samples received do not fulfill b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.